Event description:
Consumer reported, in the last 2 boxes he's used, each box had at least 10 pen needles that he could not prime/test before injection. Stated, he primes (B)(4) units. He can only provide the lot number for one box, the second box is "unknown". Stated, the product is the same for both boxes, 320550. Lot: 3353106; catalog: 320550; date of event: unknown; samples: yes cl.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.